Manufacturer narrative:
(B)(4).

Event description:
Procedure: resection. According to the reporter: the instrument cut the tissue but did not staple it. The stapler was properly assembled but the staples were not fully placed. The procedure was completed using manual suture. Operative time was delayed more than thirty minutes.